Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, rv pace impedance steady at 360 ohms through 2014 (B)(4), then gradually begins to rise up to a maximum of 1360 ohms by 2015 (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture, high impedance, and high threshold. The rv lead was replaced, and remains in the patient. No patient complications have been reported as a result of this event.